Event description:
Device 1 of 2, reference MFR. Report: 1627487-2018-04348. Follow-up identified the issue of pain at the anchor site has resolved following the revision procedure.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-04348. It was reported the patient experienced pain at the anchor site. Surgical intervention was undertaken on (B)(6) 2018 to revise the anchor. The anchor remains implanted. As it is unknown which anchor caused the issue, all suspected lots are being reported.